Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 38 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer also had blood glucose reading over 500 mg/dl. Customer treated their blood glucose reading with food,shots and insulin pump. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).